Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use in the endovascular therapy procedure to treat the patient condition of peripheral artery disease. The target lesion was located in the superficial femoral artery (sfa) and popliteal artery. The ranger was advanced to the target lesion and inflated to 12 atm an unspecified number of times before the balloon ruptured. The ranger device was removed from the patient without issue and replaced with another ranger device in order to complete the procedure. There were no reported patient injuries, and the patient condition was good following the procedure.